Manufacturer narrative:
(B)(4). H2 additional information h6: health effect - impact code - f1005 - overdose

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient felt dizzy and weak while the cgm was displaying 250 mg/dl. A bg was checked and the bg was 110 mg/dl. The patient reported that his insulin pump administered insulin based on the cgm value and eventually, the patient's bg decreased to 30 mg/dl. An ambulance was called and the paramedics treated the patient with IV glucose and the patient stabilized. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.